Event description:
It was reported that a year after implant, during a device upgrade procedure, the physician noticed upon loosening the fixation sutures of this right ventricular (rv) lead, that it appeared damaged underneath where the sutures were fixated on the suture sleeve. There was a visible change in diameter in the section where the lead was fixated. The lead was explanted and replaced as part of the system upgrade, and it was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Visual inspection found dried body fluid in the helix housing, the helix coils were noted to be deformed and the outer insulation misshaped near the terminal end. The suture sleeve was found to be tie down and marks/abrasion with tears were noted on its surface. It is believed that all of these observations were most likely induced damage when the suture sleeve was tightened down during the implant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that a year after implant, during a device upgrade procedure, the physician noticed upon loosening the fixation sutures of this right ventricular (rv) lead, that it appeared damaged underneath where the sutures were fixated on the suture sleeve. There was a visible change in diameter in the section where the lead was fixated. The lead was explanted and replaced as part of the system upgrade and is expected to be returned for analysis. No additional adverse patient effects were reported.